Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient's parent reported that the patient was hyperglycemic. The parent took the patient's cgm reading and it should low while the blood glucose reading showed 598 mg/dl. The reporter called the doctor and was advised to take the patient to the hospital. Upon arrival, a nurse took the patient's bg reading and it showed 466 mg/dl while the cgm egv was still showing low. The patient experienced vomiting and abdominal pain. The patient was treated with insulin, 1 bag of IV fluid and unremembered medication. The patient stayed overnight in the hospital and recovered after treatment. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid for an unknown date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.